Event description:
Clean unused pump tubing sent out to be reprocessed (resterilized) when used in pt, it was found that the tubing was changed during resterilization. Questioning if proper sterilization technique was used by reprocessing company.